Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure performed on a male patient, two ngage nitinol stone extractors failed back to back. Both were working fine to begin with and broke in the same spot. The plastic red sleeve that supports the handle/shaft connection broke right at the hub where the shaft and handle meet. The basket could not be closed. The first one broke as described, so they pulled another one and the same thing occurred. As reported, there was no patient harm and no additional steps or procedures were needed as a result of these occurrences. MFR. Report # 1820334-2018-00466 captures the first stone extractor breakage and MFR. Report # 1820334-2018-00467 captures the second stone extractor reported to break during the same procedure.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, drawings, the instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. There were no kinks noted in the device. A visual examination noted the support sheath is completely severed at the mlla. A functional test determined the handle does not actuate the basket formation. The device history record was reviewed and noted there were no non-conformance issues related to the complaint device failure mode. A review of complaints history revealed there are no other complaints associated with the complaint device lot number 8460708. The instructions for use (IFU) provides the following cautions and information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to be non-functional due to the support sheath being separated at the handle. All devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The source of the observed damage could not be determined. With the available information, the exact cause of the failure is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.